Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient first presented to the emergency room, a stored electrogram was unavailable to be reviewed from a merlin transmission. It was suspected a telemetry anomaly had occurred preventing the transmission of the electrogram. The electrogram was still unavailable during an interrogation. Clearing the episodes and diagnostics currently stored in the device was recommended. The patient condition was stable throughout the process and will continue to be monitored. No further information is available.